Event description:
It was reported unspecified bd¿ alaris pump infusion set was damaged, causing leakage. The following information was provided by the initial reporter: "from what I can see, there is a crack in the alaris tubing right at the port where the injector leaked."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of tubing being cracked was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.